Event description:
It was reported that patient underwent a shoulder procedure utilizing a glenoid post on (B)(6) 2012. During the procedure, the surgeon was unable to thread the glenoid post into the glenoid base. Additional product was available to complete the procedure without significant delay. There was no injury to the patient as a result.

Manufacturer narrative:
Evaluation of the returned device found it to be out of specification. Decision was made to recall based on a manufacturing issue that was determined as part of an internal investigation. (B)(4).